Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There was a connector issue as there was intermittency between the connector pin and cap. The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had a cosmetic depression and was breached due to clavicle rib crush. There was blood in/on the helix/lobe mechanism.

Event description:
The lead was returned to the manufacturer after being explanted due to a malformation. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.